Manufacturer narrative:
The insulin pump was received with no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was 348 mg/dl. The customer stated that her blood glucose was high because she ate too much and that's why she was taking a shot. The customer reported that the drive support cap is normal. The customer stated there is no e70 or more that one motor error alarm. Customer stated she got a no delivery alarm yesterday during a set change but she resolved it by replacing the tube. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.